Event description:
It was reported that three days post implant during an induction study it was observed that the atrial lead was capturing the ventricle. The patient was asymptomatic. Fluoroscopic imaging revealed atrial lead had dislodged. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.